Event description:
It was reported that the t:slim x2 pump battery failed to charge, resulting in the pump not turning on. There was no adverse impact to the customer¿s blood glucose level. The customer attempted several solutions, including using a different wall adapter, which did not resolve the issue. Consequently, tandem technical support sent a replacement charging cable and wall adapter, but the problem persisted. A replacement pump with updated software was subsequently sent to the customer, and instructions for returning the defective pump were provided. The customer was advised to use multiple daily injections for insulin delivery until the new pump arrived.